Event description:
The manufacturer received information alleging a ventilator was providing low flow. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's internal tubing was reconnected to address the issue.